Manufacturer narrative:
Product analysis: it appears that the tip of the driver has been sheared off. This is consistent with overload.

Event description:
Procedure: open fusion it was reported that driver broke during surgery. No fragments of the product remained inside the patient.